Event description:
During a dental procedure an instrument broke in the patient's mouth during use. The patient had a throat pack in during procedure. Surgeon was able to retrieve the missing piece and both pieces of the instrument were removed from the field and saved.